Event description:
Subsequent to the previously filed report, additional information was received that the tip of the balance middle-weight guide wire separated upon retraction of the guide wire from the anatomy. No pieces of the guide wire were left in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the balance middle-weight (bmw) guide wire was successfully used in the non-tortuous, moderately calcified distal left anterior descending coronary artery. No resistance was noted during retraction of the bmw wire from the anatomy. After removal from the anatomy, the distal end of the bmw wire was noted to be frayed. The cause of the frayed guide wire is unknown. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received and was found to be separated at the tip and center solder. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.